Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error hardware low level failure (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures error after self-test. Customer¿s blood glucose level was unknown. Customer noticed absence if audible sensor alarms. Customer was able to clear the alarm. Self-test was performed and it was passed. The device will be returned for analysis.